Manufacturer narrative:
The insulin pump passed the basic occlusion test and the displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, cracked reservoir tube window, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 9.3 mmol/l. Customer stated that this is the second time the alarm was received. Customer was at the hosp but not in the MRI section. Customer was not able to rewind the pump. Insulin pump will need to be replaced. Customer was advised to revert to a back up plan per health care professional's instructions. No additional info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states; however, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the unites states.